Manufacturer narrative:
H6: investigation summary no samples or photos received for investigation. Three retained samples from the same lot were evaluated, no issues or defects observed. Also, all of them could be properly connected to a matting component. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for the reported lot 2104203, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The performance of the sealing membrane is reduced after multiple perforations and extended activation time.

Event description:
It was reported that the bd phaseal¿ connector luer lock (c35) sprayed chemotherapy medicine onto the patient's bed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the nurse yesterday was unsure of which connector leaked on disconnection. We had another leak today, so now we know which piece it is. On sept 9 the nurse disconnected the male injector from the female connector and chemo sprayed out of the connector onto the bed. When she looked into the connector it was wet and full of fluid."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ connector luer lock (c35) sprayed chemotherapy medicine onto the patient's bed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the nurse yesterday was unsure of which connector leaked on disconnection. We had another leak today, so now we know which piece it is. On (B)(6) 2021 the nurse disconnected the male injector from the female connector and chemo sprayed out of the connector onto the bed. When she looked into the connector it was wet and full of fluid."